Manufacturer narrative:
(B)(4). Concomitant medical products: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient will undergo a revision/replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient's battery was nonfunctional and would not charge. The patient underwent a revision procedure wherein the ipg was replaced. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient will undergo a revision/replacement procedure for an unknown reason.